Event description:
The catheter was not working properly as there were potential kinks in the distal end of the spinal segment; subsequently, the pump had been inactive for several years. No diagnostics were performed on the pump. A catheter dye study was performed and the catheter was not flowing properly in the distal spinal segment. On (B)(6) 2014, the ¿new¿ physician successfully removed the old device and a portion of the pump segment; however, he was unable to remove any other spinal or pump portion of catheter. A new pump and catheter were implanted and was functioning and intact. There were no symptoms or complications associated with the event. The issue resolved and the patient¿s status was alive ¿ no injury. The device system was used to deliver baclofen. Additional information indicated that the majority of the old catheter was left in the patient. The explanted products were not available for return as the hospital takes them. The patient was doing well and was experiencing pain relief and benefit from pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11155r43, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).